Event description:
The device was used during a laparoscopic cholecystectomy, the device did not work properly. The surgeon noticed that the clips were scissoring when the device was fired. He removed the malformed clips. There was no pt consequence. Another device was used to complete the case. The device is going to be returned for analysis.